Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced an atp board and rad/gain calibrations were performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect atp board has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the imaging system prompted an error message when performing image acquisitions and the site was unable to acquire 2d or 3d images. There was no patient present at the time of the issue.

Manufacturer narrative:
The atp console for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.